Event description:
Subsequent to the initial medwatch report, additional information was received indicating that the patient experienced a myocardial infarction per ECG on (B)(6) 2010. On (B)(6) 2010, the patient was revascularized and on (B)(6) 2010, the patient was discharged.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported myocardial infarction (mi) is listed in the instructions for use (IFU) as a known adverse event associated with coronary stenting and not necessarily an indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The 3.5 x 23 mm xience v (p.n. 1009542-23, lot# 8052642) is being reported under a separate medwatch report number. Evaluation summary: the reported angina, ischemia and re-stenosis are listed in the instructions for use (IFU) as known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. It was reported that the xience v stent was implanted in a saphenous vein graft (svg). It should be noted that the IFU states that the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. Based on clinical consultation, the implanted stent in the (svg) did not contribute to the reported patient effects as the angina and ischemia are related to the re-stenosis. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure.

Event description:
It was reported via trial that post stent implantation of two xience v stents in a saphenous vein graft to right posterior descending artery (rpda), the patient experienced angina. A nuclear test revealed a large area of inferolateral ischemia. On (B)(6) 2010, the patient had a diagnostic angiogram which revealed 50-60% in-stent restenosis of a 3.5 x 23 mm xience v stent implanted on (B)(6) 2008 and 95-99% in-stent restenosis of a 3.0 x 15 mm xience v stent implanted on (B)(6) 2010. Three xience v stents were placed, one in the 95-99% restenosed stent, one in a de novo lesion and one in the 50-60% restenosed stent. Post procedure stenosis was reduced to 0%. There was no adverse patient sequela reported. The patient was discharged after the procedure. Although requested, there was no additional information provided.